Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during an intestinal resection, a bleeding occurred 18 hours after surgery. No other information was acquired. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of new information.